Manufacturer narrative:
The reported event of inappropriate or unexpected reset was not confirmed. Final analysis found no additional anomalies contributing to the rom error. Session records were provided and analysis found no device data. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the novel right ventricular lp unexpectedly went into reset mode (rom). The procedure was completed using a competitor product on (B)(6) 2026. The patient was stable.